Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not working at battery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was not working at battery. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found no voltage coming at charging part of power supply. So, in order to fix the issue, the fse replaced power supply. The fse then performed all tests and the unit was handover to the customer in good working condition.